Event description:
"During procedure, gyn found a small black plastic part, he took out with the grasper and then he had a leakage with the seal. Afterward, they checked the seal and found that the seal was not complete. The cannula was used with an obturator."

Manufacturer narrative:
Investigation summary: inspection of the returned unit confirmed a portion of the duckbill was missing, therefore no functional testing was conducted. The device's history records were examined and revealed no unusual events during manufacture. The seal was then disassembled to gain access to the internal components to further examine the duckbill. The investigator was unable to determine the cause of the missing piece due to having insufficient info relative to usage of the device. However, testing during product development has shown that similar seal damage may occur if angular or asymmetrical instruments are misaligned with the centerline of the trocar during insertion. Under these circumstances, applied suggests that instruments be centered axially before insertion through the seal. Applied also recommends using a lubricant when the those instruments have highly textured surfaces.